Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The battery pack was rec'd with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement battery pack.

Event description:
During the review of a recent download from a male patient, lifecor customer support noticed several "abnormal shutdown", "battery pack fault", and "battery runtime expired" flags in the downloaded data. The download indicated that the battery pack had been rundown several times. Support contacted the patient to review proper battery care. The patient then reported that one of his battery packs will not charge up. The patient also reported that he is going to see the doctor tomorrow and may be released from the system at that time. He will contact support then and let us know. The following day, the patient contacted support to inform them that he will continue to need the system. A replacement battery pack was provided to the patient.